Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger head broke off before use, during the plunger mobilization test. The following information was provided by the initial reporter, translated from french to english: "during the syringe plunger mobilization test, the plunger head broke off. Another syringe of the same reference was used to perform the gesture."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2020. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, the thumb press is observed to be broken. A device history review was performed for the reported lot 1910219, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1910219 were used for additional evaluation. The product was visually inspected, no damage or molding defects were observed on any of the product. Areas were the product moves within the manufacturing equipment is protected to avoid any damage to the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger head broke off before use, during the plunger mobilization test. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the syringe plunger mobilization test, the plunger head broke off. Another syringe of the same reference was used to perform the gesture."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger head broke off before use, during the plunger mobilization test. The following information was provided by the initial reporter, translated from french to english: "during the syringe plunger mobilization test, the plunger head broke off. Another syringe of the same reference was used to perform the gesture."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot: 1910219, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot: 1910219 were used for additional evaluation. The product was visually inspected, no damage or molding defects were observed on any of the product. Areas were the product moves within the manufacturing equipment is protected to avoid any damage to the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text.